Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 5vdc power supply connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited a communication failure. This error is likely to result in a system lock up. No patient or user injury was reported.